Event description:
Customer reported was experiencing low blood glucose. Customer reported that he bloused for dinner but realized his reservoir was low so he changed everything out customer forgot he had boluses and bloused again. Customer went low when he was asleep spouse called paramedics, treated at home was not admitted. Customer blood glucose was 37 mg/dl. Customer was not in a car accident. Customer declined troubleshooting. Customer's spouse stated the event occurred (B)(6), 2014 but customer though it was in (B)(6). No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.